Manufacturer narrative:
Corrected data: event reported in error. Event not reportable under FDA regulation.

Manufacturer narrative:
A sample was returned to perform an investigation. A device history record (DHR) review was conducted subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A visual inspection of the returned warmer found wear and tear damage to the enclosure, front cover, water tank cover, drain fitting, reflux plug 90, and line cord. Functional testing was performed by turning on the power switch to perform a safety/electrical test. The reported problem was confirmed, the cause of the problem was related to a damaged printed circuit board (pcb). To resolve the display problem, the pcb was replaced. In addition, the drain fitting, enclosure, water tank cover, front, line cord, pole clamp, hl-90 switch label, and reflux plug 90 were replaced due to visual damage and preventive maintenance was performed. Both d4 (UDI), e4 are unknown. No information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4)., corrected data: this complaint was part of a remediation review. It was determined that this is a reportable event.

Event description:
It was reported that device had a malfunctioning lcd display. No patient injury or complications were reported in relation to this event.